Event description:
Allegedly, during a cystoscopy vesico-litholapaxy procedure, the surgeon tried to fragment a stone and found that the instrument was not functioning. Upon removal and examination of the instrument, hospital staff noted that the hinge was broken and a piece of the hinge covering was missing. The doctor did not believe anything had come off the instrument and no x-ray was performed. At that time the doctor conferred with a colleague and decided that the stone was too large to fragment with this instrument. For that reason, he aborted the procedure and rescheduled an open procedure for (B)(6) 2011. At that time 2 stones were found and were removed and procedure completed. During the second procedure the doctor searched, but did not find any foreign object in the pt. Pt condition post-op was good.

Manufacturer narrative:
The instrument has a date code of em (5/98) so it has been in use for approx (B)(6) years. The open/close function of jaw is not working because hinge pin and top part of metal casing on both sides are broken off. One side of casing and hinge pin were returned, the other side of casing is missing, which measures approx 4 mm x 2 mm. There are signs of rust at the base of the top jaw near the hinge area, and rust on a screw on the right side of handle. There is no rust showing at the points of breakage which supports the fact that corrosion was not a factor in the breakage. We are not sure if the missing piece came off inside or outside the pt and customer has been made aware of this. Based on info received during follow up regarding the doctor's difficulty fragmenting and removing stone, we believe a combination of the size and hardness/ density of the stone, stress overload of jaws during attempted fragmentation, and the wear of long usage caused hinge to break and jaws not to function.